Manufacturer narrative:
This report is being submitted as follow up number 1 to provide a status update. The actual device has not been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide results of the retention samples evaluated. The actual device is not available for evaluation. Therefore, the investigation is based on retention samples from three recent production lots. There were no visual anomalies noted during visual inspection. The product code and lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the retention samples were normal product. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Manufacturer narrative:
The product code/lot number combination was not reported, therefore the UDI number was not provided. The actual device has not been returned to the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4). The product code and lot number was not provided by the user facility, which prevented a meaningful review of quality records. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
A patient contacted the terumo facility to report concerns about training nurses on the use of the tr band device. Particularly because his nurse left the tr band on for 4.5 hours. Follow up communication with the patient reported the following information: the patient went to the cath lab on (B)(6) 2016 for his 6th heart catheterization; after the procedure the patient stated that they placed him in a room where a tr band device was applied; the tr band was inflated and left on his arm for 4 ½ hours; the patient stated that he asked the nurse several times to do something about the tr band because he was in pain, but he received no assistance from the nurse; the next day the patient did not feel well and was taken to the ER; the patient reported that he felt like he was stroking out; the patient was released from the ER the same day.